Event description:
It was reported that during the xact stenting procedure in the left internal carotid artery, after the emboshield nav6 was inserted, the patient became disoriented for 30-45 seconds and regained normal mentation. The physician noted several air bubbles had crossed to the left carotid arterial system. CT of the head/neck post procedure showed normal results. Additionally, post procedure, the patient experienced hypotension which was treated with intravenous fluids and a dopamine infusion. The hypotension resolved the following day and the patient was discharged home. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of air embolism and neurological deficit/dysfunction are listed in the emboshield nav 6 instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.